Event description:
It was reported while using an unspecified bd tubing set the tubing disconnected spontaneously. There was no report of patient impact. The following information was provided by the initial reporter: during transport of the patient to another facility 2 left channels of the pump stopped working and alarmed channel disconnect".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the IV channels stopped working could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using an unspecified bd tubing set the tubing disconnected spontaneously. There was no report of patient impact. The following information was provided by the initial reporter: during transport of the patient to another facility 2 left channels of the pump stopped working and alarmed channel disconnect".